Event description:
The medtronic representative reported that the issue happens just before taking a 3d spin. When the 3d button is pressed to initiate the spin, the system prepares to spin and then gives an error message on the mvs screen that says the spin was aborted due to lost connection with the navigation device. Hitting ok on the mvs and then repressing the button to start the spin will usually allow the spin to successfully start. From what the medtronic representative could find in the logs on the imaging device, the system was sending a signal out to the navigation device and received no response back and aborted the spin (it aborts before it even starts taking x ray). The medtronic representative could not find anything in the logs pertaining to this error. Out of 20 spins, he only received the error message once when testing.

Manufacturer narrative:
See event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) additional information: see b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. The issue occurred intraoperatively and delayed the surgery by less than one minute. It was reported that while in a clinical case, the site received issues with the communication between the imaging device and the navigation device. The site also stated that they were receiving the 3d disabled error message pop up on the mobile view station (mvs). The issue was resolved by releasing the 3d button, clearing the error and re-pressing the 3d button. The site was able to establish communication with the navigation device and the site did not have to perform any re-spins. The surgery was completed with the imaging device and there was no impact on patient outcome. The medtronic representative reported that the issue happens just before taking a 3d spin. When the 3d button is pressed to initiate the spin, the system prepares to spin and then gives an error message on the mvs screen that says the spin was aborted due to lost connection with the navigation device. Hitting ok on the mvs and then repressing the button to start the spin will usually allow the spin to successfully start. From what the medtronic representative could find in the logs on the imaging device, the system was sending a signal out to the navigation device and received no response back and aborted the spin (it aborts before it even starts taking x ray). The medtronic representative could not find anything in the logs pertaining to this error. Out of 20 spins, he only received the error message once when testing.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system was giving error communicating with the navigation device before spins. The pc was replaced and the system tested. No error was shown but the medtronic representative will continue to monitor with the site. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a procedure. It was reported that while in a clinical case, the site received issues with the communication between the imaging device and the navigation device. The site also stated that they were receiving the 3d disabled error message pop up on the mobile view station (mvs). The surgery was completed with the imaging device and there was no impact on patient outcome.